Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin (hcg) stat (short turn around time). The sample initially resulted as 0.901 miu/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the customer ran a qualitative test on the patient and received a positive result. The sample was then repeated on an e411 analyzer, resulting as >10000 miu/ml. The sample was also repeated on the same e601 analyzer, resulting as >10000 miu/ml. The repeat results were believed to be correct. The patient was not adversely affected by the event. The hcg stat reagent lot number was 17111501 with an expiration date of 06/30/2014. The field service representative determined that the sample pipettor arm was out of adjustment. He found that sample was being drawn too near the wall of the sample tube. He performed an ssw adjustment of the sample arm rotation and sample arm apc. He recentered all sample arm positions. He ran performance testing and this was within the expected tolerance range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.